Event description:
A customer contacted beckman coulter, inc. (Bci) regarding non reproducible troponin (accu tni) pt results that were generated by the unicel dxl 800 access immunoassay. System. Customer only provided results for one (1) pt. The initial result was 0.18 ng/ml. The original sample was re-tested twice and the repeated results were: 0.63ng/ml and 0.15ng/ml. It is not clear if the erroneous results were reported out of the lab. No death, injury, or change to pt treatment was reported as a result of this event.

Manufacturer narrative:
Pre-analytical sample handling info was not provided. Per customer, system checks and qc were within specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse reviewed accu tni results and pre-analytical sample handling with customer and advised customer to aliquot prior to centrifuging sample. The fse performed a diagnostic testing and results passed within specifications. The fse done a 50-replicate accu tni precision run and obtained acceptable results. The fse verified repair per established procedures and results were within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.